Manufacturer narrative:
Other text: h6. Health effects, evaluation codes: updated. Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause of the alarm is the dso sensor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the device is later returned, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed 'no disposable clamp tubing.' Upon restart, pump alarmed 'no disposable, pump won't run'. Settings were reviewed, pump was turned off and tubing was clamped. Cassette was removed and tubing was massaged while pressing green flow stop down. Air bubbles were present in the cassette tubing. Cassette tapped on a hard surface and attached. Pump was turned on, settings were reviewed and upon restart alarm returned. Process was repeated and alarm persists. Patient not affected. No patient injury reported.